Manufacturer narrative:
G4: 13mar2020 b4: (B)(6)2020. The front bezel assembly was returned to failure investigation (fi) for evaluation. Visual inspection of the navigation ring internal structure revealed that contamination was found that causes the navigation ring to fail. The customer complaint was duplicated. Fault is found on testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/28/2020.

Event description:
The customer reported the faulty nav-ring causing the touch screen to shake causing nav ring failure. There was no patient involvement. The manufacturer¿s field service engineer (fse) remotely confirmed the reported problem of nav-ring causing the touch screen to shake. The fse confirmed the customer had calibrated the touchscreen successfully and that the touchscreen passed diagnostic tests. The fse instructed the customer to enter the pneumatics screen and dial in some pressure values. The customer then reported the nav-ring was skipping. The fse remotely paged an on site fse to resolve the nav ring failure. The manufacturer¿s field service engineer (fse) replaced the nav ring, and issue was resolved.